Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused repeated lung infections, inflammation and fibrosis. The patient did report to receive medical intervention and has been on alternating antibiotics and cortisone. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 18, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging repeated lung infections, inflammation and fibrosis that are related CPAP device's sound abatement foam. The patient did report to receive medical intervention and has been on alternating antibiotics and cortisone. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that there is unknown white dust-like contamination on the inside and outside of the air inlet in the iso (international organization for standardization) port. Unknown black (inconsistent with degraded sound abatement foam) dust-like contamination and fibers/hairs on the inside of the bottom enclosure and at the top enclosure near the sd card accessory area. Unknown white and black (inconsistent with degraded sound abatement foam) dust-like contamination and fibers/hairs at the top enclosure near the modem accessory port. Unknown dust-like contamination on the top and inside of the blower motor and blower motor seal and on the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.